Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized for peritonitis from (B)(6) 2011 to (B)(6) 2011. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for the made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number gd884437 with no exceptions or issues observed related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.